Event description:
It was reported that the item went dark during a case and will not ignite after a new bulb was inserted.

Manufacturer narrative:
Additional information will be provided once investigation is completed.